Event description:
A nurse from the customer's camp called to report that the pump reservoir volume has gone down since the day before the call and no insulin came out of the pump when primed. The nurse stated that the sets were changed twice and the customer's bg was still high. Troubleshooting was performed. The lead screw was not rotating. Advised the contact to disconnect the customer from the pump and go on back up plan. A replacement pump was requested.